Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tip of the reamer fractured in the patient. Further manipulation was done to remove the tip. It was reported that the anesthesia time was extended.